Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 03.133.101s. Lot: 65439p7. Manufacturing site: werk selzach logistik. Manufacturing date: 01 may 2025. Expiration date: 01 may 2035. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that shaft of the drill bit ø2 qc l140 calibration 60 exhibits slight signs of bending. Additionally, the fluted tip shows wear marks, indicating post manufacturing use. It is reasonable to conclude that the post manufacturing use may have caused the bending condition. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the drill bit ø2 qc l140 calibration 60 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for olecranon fractures. During the surgery, a 2.0 mm drill bit was opened, and it was found to be bent. The drill bit was opened but never used. The other drill bit included in the loaned implant set was used for the surgery. The surgery was completed successfully with no surgical delay.